Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided three images showing a defective catheterization device. Visual analysis revealed that the guide wire was unraveled and was stuck inside the catheter. Large amounts of biological material were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel". The IFU also states, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture". The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The images showed the guide wire unraveled; however, the actual complaint sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported a resident under supervision of the attending was inserting an arterial line (left radial) under ultrasound guidance. When the resident was 'in the artery' and attempted to separate the device from the catheter there was resistance. When they pulled everything out the wire had sheared and the spring wire had started to unravel. They had to pull the unraveled spring wire out from inside the patient and the tip of the needle had broken off and was attached to the tip of the spring wire. It was reported the patient is fine and there has been no adverse reactions to the patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported a resident under supervision of the attending was inserting an arterial line (left radial) under ultrasound guidance. When the resident was "in the artery", and attempted to separate the device from the catheter there was resistance. When they pulled everything out the wire had sheared and the spring wire had started to unravel. They had to pull the unraveled spring wire out from inside the patient and the tip of the needle had broken off and was attached to the tip of the spring wire. It was reported the patient is fine and there has been no adverse reactions to the patient.